Event description:
Patient was on a transport ventilator the tv-100. Noticed that I had a volume waveform on the ventilator, but I was not receiving a tidal volume value on my measurements. The ventilator was reading 0. Began to the bag the patient her vitals remained good on the ventilator but just case the ventilator was not working correctly she was being ventilated. Called my charge rt [respiratory therapist] [redacted] and she brought me another transport ventilator with no issues. Manufacturer response for transport ventilator, tv100 (per site reporter). Vendor has come on site, vendor call on [redacted] to continue to escalate our issues.